Manufacturer narrative:
Concomitant of medical products: product ID neu_unknown_prog, lot# / serial# unknown. Explanted: product type programmer, physician, other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphing (60 mg/ml at 26.378 mg/day) via an implantable infusion pump. It was reported that the patient came in for a refill and the pump status was showing that the pump had 30 mg/ml of morphine at 13.189 mg/day, but during the last refill the concentration was changed and they actually had 60 mg/ml morphine in the pump. It was reviewed that the patient was actually receiving 26.378 mg/day. The patient was doing "fine." They were going to refill the pump and use 60 mg/ml of morphine. Considerations were reviewed. No further complications were reported.

Manufacturer narrative:
Product ID: a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated a clinician tablet was used to program the patient's pump. It was reported that the issue had been resolved. No further complications have been reported.